Event description:
Spoke with pt's mother who said that she just mixed her son's remodulin and the pump that she was going to use says "service due 60." Sn (B)(4), due for maintenance 05/16/2017. Pt does have a usable pump. Mother is ok if we ship thursday for friday delivery. We will also send a return box. Pt is unharmed and has a usable pump. Dose or amount: 32nkm, frequency: continuously. Route: IV. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.